Event description:
It was reported that, during a gastrectomy, the device could not coagulate. There was minimal blood loss and the pt did not require any blood products. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info was not provided. Info anticipated, but unavailable at this time.